Manufacturer narrative:
The malfunction was duplicated and attributed to liquid damage on all the boards. Liquid ingress was established as the source of the damages. The device is not repairable.analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up.complainant indicated that there was no patient involvement in the reported malfunction.